Event description:
A group of discrepant lipase (lipl)results was obtained on patient samples. The results were reported to the physician but questioned within the laboratory. The samples was repeated on an alternate dimension vista system and corrected results were reported. The repeat results were confirmed on the original dimension vista system with the use of an alternate set of reagent wells. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant lipl results. There was no report of adverse health consequences as a result of the discrepant lipl results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant lipl results is unknown. A siemens healthcare diagnostics customer care center representative advised the account to move the testing on the original instrument to an alternate set of reagent wells and confirm with qc. The patient sample results were confimed and reported off the alternate dimension vista system. The proper functioning of the lipl reagent on the original instrument was confirmed by agreement of results with the alternate set of reagent wells with the alternate instrument results.